Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there were holes in the hose, detergent residue was found throughout the inside compartment, the soft couple collet was fractured, and the vanes were worn from operating without oil. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper care and maintenance. This was further defined as misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device was not working. As a result, there was a two minute delay in the surgical procedure. An identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.